Event description:
Intrauterine device (iud) inserted in 1989 at another clinic. Initially, pt was informed in 1989 that iud may be effective until 1993 when it would have to be replaced. In 1993 the product had been certified to extend period of effectiveness to 8 yrs, so pt was told iud could remain inserted until 1997. Pt developed irregular bleeding and desired replacement of iud. When iud was removed and inspected, it was noted to have one-two pieces of copper missing form the body of the iud.